Event description:
It was reported that a female patient of an unknown age and ethnicity underwent primary breast augmentation with 400cc mentor memorygel breast implant on the left side, and with 375cc mentor memorygel breast implant on the right side, and experienced left side capsular contracture; baker grade IV. On december 13, 2022, mentor became aware that the date of surgery is (B)(6) 2023. On january 11, 2023, mentor became aware that the patient experienced left side capsular contracture; baker grade IV, and bilateral droopy implants, and the patient underwent bilateral replacement surgery with catalog number smpb320; serial number (B)(4) on the left side, and with catalog number smpb320; serial number (B)(4) on the right side on (B)(6) 2023. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 375cc returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: right ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 9, 2023, mentor became aware that the patient is 38 -year-old iranian female. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).